Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they had stuck button alarm. Customer stated keys were not responding. Customer stated they had multiple insulin pump error alarm. Customer stated they were unable to clear the alarm. Customer stated time clock advances. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged unresponsive keypad found on 22-aug-2021. Device passed displacement test, active current test, sleep current test and self test. All buttons function properly. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed stuck key alarm in pump downloaded history on 08/22/2021 at time 05:48:36.000. Verified the insulin pump alarmed pump error 49 in pump downloaded history on 08/22/2021 at time 03:32:25.000 and pump error 68 on 08/22/2021 at time 03:32:25.000 due to unrecognizable history pointers. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Device passed all testing, however, stuck key, pump error 49, and pump error 68 alarms were found in pump history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.